Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that during the procedure, after introducing the web sl implant into the aneurysm, it was deployed but did not detach. While retracting the web into the via microcatheter, the device remained in the microcatheter. The entire system was removed and had no impact on the further procedure. The device will be returned for examination. The procedure was completed with embolization using coils and a stent. The patient outcome was stable.

Event description:
It was reported that during the procedure, after introducing the web sl implant into the aneurysm, it was deployed but did not detach. While retracting the web into the via microcatheter, the device remained in the microcatheter. The entire system was removed and had no impact on the further procedure. The device will be returned for examination. The procedure was completed with embolization using coils and a stent. The patient outcome was stable.

Manufacturer narrative:
The investigation of the returned web system found the proximal connector kinked at the brown lead wire joint and the web implant separated from the delivery system. The web implant was not returned for evaluation. The device did not pass continuity and resistance testing due to the kinked connector; however, the heater coil showed signs of thermal activation using a detachment controller and did not exhibit stretching, which indicates normal detachment did occur. The physical evaluation of the device could not identify the conditions or circumstances that led to the proximal connector kink, but the damage is consistent with the device experiencing forces exceeding the delivery system's yield strength. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported event.